Event description:
It was reported that the pump usb port was damaged. The customer's blood glucose level ranged from 130-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.